Event description:
It was reported that the right ventricular lead was laser extracted due to clavicular crush. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: outer insulation breached depression; proximal segment returned.